Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the suction irrigator instrument to perform failure analysis. The instrument was analyzed and found to have a piece measuring approximately 0.089" x 0.203" broken off at the distal end. Components adjacent to this broken grip do not show damage. The broken piece was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer used a suction irrigator instrument, and a tip of plastic broke off. The instrument was still functional, and the broken piece was retrieved and thrown in the garbage.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not received the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided images was performed by an isi failure analysis engineer, and the location of where the fragment came from could not be determined based on the photos provided.